Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading reported was 596 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The insulin pump passed the lead screw test. It was also reported that there was large air bubbles in the tubing of the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.